Event description:
It was reported that the epg (external pulse generator) was dropped, and the black connector on the ventricular side was damaged/broken. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. However, it was also noted that the upper case was broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, one side bail cover was broken, the lead flex cover was broken, the battery contacts were compressed, the battery drawer was contaminated, the battery flex was contaminated and the heart lead flex was contaminated. (B)(4).